Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "ECG lead off" on the monitor screen in all leads and had no ECG trace on the display or strip chart recorder. The complainant indicated that there was no pt involvement in the reported failure.